Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements, loss of capture, and sensing issues. About two years prior, it was noted that the measured p-wave amplitudes dropped to 0.2 mv and the device was reprogrammed to unipolar configuration. Subsequently, the ra lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.